Event description:
It was reported that the driver was smoking during a surgical procedure. The case was completed successfully using a back-up device. The pt was not affected. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.